Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Presentation given a professional meeting (B)(4) 2014. Additional info has been requested. (B)(4).

Event description:
During a professional meeting, a surgeon gave a presentation on glistenings following intraocular lens (iol) implant procedures. Additional info has been requested.